Event description:
The facility reported to customer service a pump with a high flow rate on channels "a, b, and c." This event occurred during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on mar 05 2007. Evaluation summary: the reported condition of failure high flow rate on all three pump-head modules was confirmed. Inspection of the device found that the cause of the accuracy failure (over-delivery) was due to a defective pump-head module "b" and corrosion on channels "a" and "c". All pump-head modules were replaced. The pump was returned to the customer fully operational.